Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. External insulation abrasion was noted at 7.4-8.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 19.0-19.4cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.